Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported an occlusion alarm occurred. The customer's blood glucose level was in the 220's mg/dl range. Reportedly, the pump supplies had been in use for more than 3 days. No troubleshooting could be performed as the customer did not have extra pump supplies. Reportedly, the customer went to the emergency room to acquire back up therapy. A follow-up call to ensure back up therapy was obtained was declined by the customer.